Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Additionally, the reported patient effect of air embolism appears to be related to the reported leak. The reported patient effect of embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the clip delivery system and air embolism requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted when air was noted in the patient anatomy. The cds was removed and aspiration was performed and medication administered to treat the air embolism. It was suspected air entered the clip introducer through the attached stopcock. The procedure was aborted with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.